Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter phone. Upon investigation of the actual device used in this incident, it was determined that all stations were on critical override. A technical support specialist (tss) identified that the care fusion coordination engine was consuming excessive memory, which caused message processing to stop. The tss restarted the care fusion coordination engine service and confirmed that messages resumed processing normally, noted that the enterprise server was still synchronizing and expected to return to normal operation, verified and applied knowledge article titled cce stops processing messages not enough storage is available to process this command and monitored the environment to ensure no further issues were reported and the issue resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server all stations were on critical override and displayed an error message as "patient information delayed/ down for 32 minutes". Customer had seen the notification on hsv, and the actual pyxis had gone down as well. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server all stations were on critical override and displayed an error message as "patient information delayed/ down for 32 minutes". Customer had seen the notification on hsv, and the actual pyxis had gone down as well. However, there were no delays or adverse events or injuries reported based on this event.